Event description:
It was reported by a user facility medwatch report that it appears a bolt is coming loose which could possibly cause the brakes not to function properly. Additionally, it was reported that some units have had bolts loosen on the lift housing motor. No adverse events have been reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 426 mg/dl and 101 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.